Event description:
Per complaint (B)(4), it was discovered during a dental follow-up that a patient experienced peri-implantitis. The patient's dental implant was removed three weeks after placement. Inflammation, osteopenia, and delayed healing were also reported.

Manufacturer narrative:
Follow-up submitted to report provide additional information and device evaluation. Added patient identifier in , updated section for report submission date and to report device evaluation results. Updated for follow-up report submitter, for awareness date and for report type and follow-up number. Updated for follow-up type, for device evaluation status and method, result and conclusion codes. Exemption # e2012017 report late due to asr to individual reporting transition.